Event description:
It was reported that a user experienced hyperglycemia after changing pump components, with blood glucose peaking at 380 mg/dl and later measuring 332 mg/dl, without symptoms. Troubleshooting and education were completed, including disconnecting like showering, performing a fill tubing to confirm drop visualization, and relocating the infusion site with a new short tubing segment, two adhesives, and priming via fill tubing and fill cannula; the user opted not to replace all supplies. Symptoms included elevated blood glucose without clinical manifestations. Outcomes included continued monitoring and a planned follow-up call to ensure downward trend. Investigation included remote troubleshooting and user-guided checks of infusion delivery and site change. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear given successful drop visualization and subsequent site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.